Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 96.1% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rapid battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). It was noted this may have been caused by sending daily remote transmissions, which is known to impact battery longevity. The device remains in use. No patient complications have been reported as a result of this event.